Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and during flushing a piece of the internal dilator was noted. The biosense webster inc. (Bwi) product analysis lab (pal) received 2 photos from the customer. The photo investigational analysis completed (B)(6) 2020. The bwi pal observed a small piece of what appeared to be blue flesh from the vessel dilator of a non-sterile pref. Guiding sheath w/mult.crv. No other anomalies were detected. The device history record (DHR) was reviewed and internal actions were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
During ablation phase, while inserting the medtronic brockenbrough® curved needle into the preface sheath and dilator, resistance, as if the needle was scraping the dilator's wall, was felt. The dilator and the needle were then removed, and a piece of polyurethane was flushed out of the dilator. No patient consequence was reported. Device evaluation details: the device evaluation has been completed. A non-sterile a preface® guiding sheath with multipurpose curve cannula and a vessel dilator were received for analysis inside a plastic bag. Per visual analysis, the vessel dilator was received fully inserted into the cannula. No anomalies were found. Dimensional analysis was performed to verify the correct vessel dilator inner diameter (ID) and outer (od). The measurements were taken at three places in order to be verified against the product specifications for braided guiding sheath exchange system. Also, the taper inner diameter was measured. Functional analysis was performed according to procedure to determine if any compatibility issue is found. One lab sample of the guide wire 0.032 was used to carry out the test. The vessel dilator was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the hub of the vessel dilator to be flushed. The water flowed through the device and got out at the distal tip as expected, neither resistance to the water flow nor loose material were observed during the flushing procedure. Insertion/ withdrawal test was successfully performed to discard the obstruction in the unit as reported. Due to no rf needle returned for analysis, a lab sample .032¿ emerald guide wire was introduced through the vessel dilator and neither impeded nor resistance was felt/ experienced during the insertion. Cross section and microscopic analysis on the vessel dilator inner diameter of the distal tip (transition radial) area was performed. The inner diameter of the distal tip (transition profile) area was not observed misplaced from the transition radial proper position. According with spec, the vessel dilator correct measure of the fusion where start the inner diameter of the reduced distal tip (transition radial) is: 0.354 in ± 0.060 in (9 mm ± 1.52 mm). Then, the transition radial on this unit was found within specification due to the distal tip was observed at 9.5 mm from the tip. A review of the manufacturing documentation was performed and no internal actions related to the reported complaint were identified. The complaint was not confirmed. Flushing test and insertion test performed with the gauge through the vessel dilator were performed successfully; neither resistance nor obstruction was experienced during the procedure. No loose material was observed during the flushing test on the vessel dilator. Furthermore, cross section of the distal tip confirmed that the radial transition was observed within specification. Also, dimensional test was performed on the vessel dilator and the results were observed within specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and during flushing a piece of the internal dilator was noted. The biosense webster inc. Product analysis lab provided additional information on 4/20/2020 indicating that the "vessel dilator resistance/friction-inner lumen" and the "vessel dilator-separated¿ could not be confirmed since it was not possible to observe the reported issue through the images received. Procedural and or handling factors might have contributed to this issue. No corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation. Manufacture reference no: (B)(4).

Manufacturer narrative:
On 10/19/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and during flushing a piece of the internal dialator was noted. During ablation phase, while inserting the medtronic brockenbrough® curved needle into the preface sheath and dilator, resistance, as if the needle was scraping the dilator's wall, was felt. The dilator and the needle were then removed, and a piece of polyurethane was flushed out of the dilator. No patient consequence was reported. There was no information about how the procedure was completed. The observed obstructed dilator has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed peeling issue has been assessed as an MDR reportable malfunction.